Event description:
Boston scientific received information that this atrial lead and non boston scientific device exhibited impedances less than 200 ohms (unipolar configuration). The clinician discussed that isometric testing will be performed. Considerations of lead replacement during next procedure were discussed. Reprogramming options have been looked at in the mean time until the physician can make a decision. No adverse patient effects reported.

Manufacturer narrative:
At this time the system remains in service. Should additional information be provided this investigation will be updated.